Event description:
This lead was implanted on (B)(6) 90. A call to technical services on (B)(6) 12 states that patient is feeling it pacing when she paces. States that patient says "her whole left side shakes". Asking about impedance measurement. Done every 21 hours. Is pacing less than o % - could still be pacing occasionally that patient feels randomly. Caller mentions lead has been in since patient was 9 years old. Symptoms explainable based on this. Cannot turn off daily measurements. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).